Event description:
It was reported that the shaft screws in the patients volar distal radius plate loosened/pulled out. The plate was replaced with a distal radius fixator due to infection. It was reported that three 2.7mm cortex screws pulled out of the plate. The surgery was successfully completed. This report is for an unknown volar distal radius plate. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Patient weight reported as: (B)(6). This report is for an unknown volar distal radius plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.